Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709,serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000 mcg/ml dose not reported via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. It was reported that volume discrepancies were noted on the pump by 5 ml or more according to the healthcare provider. Per the reporter there were no signs or symptoms reported by the patient. It was unknown if any environmental, external or patient factors that may have led or contributed to the issue. A side port access was completed and failed; they were unable to remove drug/csf (cerebral spinal fluid). At surgery the catheter was dislodged from the intrathecal space and coiled in the pump pocket. A new catheter was placed. The issue was resolved at the time of the report and the patient status was noted as alive, no injury